Event description:
It was reported that the vns patient passed away. The cause of death and relationship of the death to vns is unknown. The funeral home indicated that the patient was either buried with the device or it was explanted prior to cremation and discarded, but that no details of the death were available. The last known treating physician indicated that the patient was last seen in 2007. The state vital records indicated that the death certificate could not be obtained. No additional relevant information has been received to date.

Manufacturer narrative:
.